Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on 05/16/2007 and a sling was implanted. The patient experienced pain, dyspareunia, stress urinary incontinence, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04106. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. On (B)(6) 2007 the patient underwent a mesh revision due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.